Event description:
A doctor reported 4 pts who experienced infectious corneal ulcers (ICU). The pts experienced a total of 7 events. Pt 1 experienced 1 ulcer, pt 2 experienced 3 ulcers, pt 3 experienced 2 ulcers and pt 4 experienced 1 ulcer. The doctor reported that in each event the pt was instructed to d/c contact lenses (cl) until the ulcer resolved. In each event the ulcer resolved. Pt 2 wore acuvue advance cl. The onset of symptoms od and dx of ICU was around early 2008. The pt was treated with vigamox every 15 minutes x6, then q 30 minutes x6, then q 3hrs. The ulcer resolved and the pt was placed in acuvue oasys. Two months after switching to acuvue oasys cl, pt 2 experienced infectious corneal ulcers ou. See medwatch forms #1033553-2008-00042 and #1033553-2008-00043.

Manufacturer narrative:
The suspect cl is not available for evaluation. The lot number was not available for DHR investigation. MDR reportable events are reviewed in quarterly management review meetings. Any additional information will be reported within 30 days of receipt.